Event description:
It was reported that the nurse was doing a simple refill and had changed the reservoir volume on the programmer and before updating attempted the refill but she was unable to access the patient to do the refill. She decided to stop the refill and changed the reservoir volume back to old 4ml and updated the pump. She received the low reservoir and empty pump reservoir alarm. The nurse planned to program the pump reservoir volume to 40 ml and then immediately after doing that change the pump reservoir volume back to 4ml and update the pump. The patient was having no therapy issues. The device system was delivering morphine <(>&<)> bupivacaine.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).